Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the therapy was not working. Caller stated that they had two mris. After the first MRI and when the therapy was turned back on, it was so painful it was unreal but they don't remember which setting it was on and they had to change it to 2.5. Caller added that after the second MRI, they put it back on to the setting it was on but it's still not working and they can feel it all the time. Caller noted that they were still leaking like mad when they stand and do dishes and it's not where it should be. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call, changed to program 2 and increased stimulation intensity to 2.0 but they didn't feel any stim sensation. They will maintain stimulation level and will continue to track symptoms. Redirected to healthcare provider (hcp) if issue persists.